Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.4 inr. Qc 2: 5.3 inr. Qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The patient's date of antibiotic medication was not specified. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Additional medication should only be taken if prescribed by the treating physician. If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted as directed by the treating physician." Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to a stago star max with international standard (rtf) used for calibration of the laboratory reagent. The patient obtained a meter result at 10:33 am of 5.5 inr. The patient's nurse immediately repeated the test and the first repeat meter result was 5.9 inr with a "c". The patient's nurse tested again and the second repeat meter result was 5.5 inr. The laboratory result at 11:38 am was 3.6 inr. The therapeutic range was reported to be 2.5-3.5 inr and the interval of testing is weekly.